Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision surgery due to difficulty charging the ipg as it had been implanted too deep. The patient was reportedly doing well after the revision.